Event description:
It was reported that during a lobectomy procedure, the device would not staple from distal end to central staple line. Another device was used to complete the case. There were no adverse consequence to the patient.